Event description:
Knee was swollen [joint swelling]. Puncture [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from the hcp of a (B)(6) female pt with a history of retropatellar arthrosis of the knee, initials (B)(6), who experienced a swollen knee and a knee effusion after receiving synvisc-one. The pt received synvisc-one (exact knee not known) on (B)(6) 2010. The pt went back to the hcp's office on (B)(6) 2010 because the treated knee was swollen. A puncture of the knee was performed on (B)(6) 2010 and 30ml of clear yellow fluid was aspirated. The pt was given an injection of cortisone triam 20mg. In the opinion of the hcp, the event of knee effusion was "moderate" in intensity and was 'definitely" related to the use of synvisc-one. Also, at the time of this report the outcome in the pt was "not yet recovered." Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.